Manufacturer narrative:
(B)(4). (Therapy dates) - the event occurred on an unspecified date in 2014. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown elastomeric infusion pump did not fully infuse. This occurred during patient infusion of an unknown drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.